Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient programmer did not show the amplitudes (only showed on and ok) and the patient was not able to change the amplitudes. There were no environmental/external/patient factors known to have led or contributed to the issue. The rep tried changing multiple clinician programmers and multiple patient programmers, which did not resolve the issue. The only work around possible was to copy and paste into a new group (b) and with this, all functionality was normal. The issue was unresolved. No patient symptoms or further complications were reported as a result of this event.